Event description:
The customer reported that during a splenectomy, the jaws of the device would not re-open while applied to tissue. The surgeon forcibly pulled the device off of the tissue, which caused some tissue damage. While off of tissue, the device was forced open and cleaned. The surgeon then continued using the same device, but then removed it from the procedure after a few more seals because of continued difficulty opening the jaws. A new device was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.